Event description:
The patient reported she was having a horrible time peeing all the time and she has to change pads every 30 minutes or so, wetting clothes. The patient indicated that when the battery was not on it stopped (helping).the patient went over to the office and they reset it for patient, but did not know the reason it was not on. The patient stated that since they reset it for her, patient was still peeing all the time. The patient was not feeling stimulation while therapy was off. The patient indicated that she felt therapy before but not at this time. Patient increased on program 2 to 2.2, felt stim and wanted to try it here. The patient experienced a return of symptom at the end of (B)(6). Patient has an appointment on the (B)(6). The patient¿s indicators were for urinary dysfunction/sacral nerve stim /sacral nerve stim/ gastrointestinal/ pelvic floor.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the cause was that the stimulation was off when the patient arrived at the office. They made sure the stimulation was turned on and tested the patient's urine to rule out infection. The program and amplitude were checked in the office. They taught the patient how to make sure the stimulation was on and how to turn the stimulation on. They changed it to program two at amplitude 1.7 at a previous office visit, before the stimulation was turned off. A recheck was scheduled to manage the progress.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.